Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the insertion flexible tube (ift). Replaced parts in this complaint are as follow. Insertion flexible tube (ift) due to loosened. This report is being filed as part of the pentax backlog management plan.

Event description:
The ift is loosened and leaky. This event occurred at the time of before use. There was no report of patient harm.